Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block event on (B)(6) 2025. The blockage was present in the tubing. The blood glucose was high and the patient was treated with correction injection via multiple daily injections (mdi). No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6014676 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6014676 was manufactured according to the work instruction (wi) version 125 and assembled on line li74 on 10-aug-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5f05725 was manufactured according to the wi version 69 and assembled in the inset line sc04, on 09-aug-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.